Event description:
An air/oxygen microblender was being used to deliver oxygen to the patient when attempting to wean an infant off the ventilator. When the oxygen level was analyzed to determine if the microblender was delivering the correct oxygen percentage (the amount delivered to the patient was equal to the setting on the dial), it was determined that the microblender was delivering 22% oxygen when it had been set for 100%. The dial on the microblender operated as expected. When the microblender was checked more closely, it was determined that there was an internal pin which was broken, which caused the oxygen levels to vary from the reading on the dial.